Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy. Upon interrogation, the device was found in backup vvi mode. Tachy therapies could not be disabled due to the back up, and the device could not be reprogrammed. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported backup vvi mode was confirmed in the laboratory and was due to the device getting two resets in a row from performing too many high voltage charges within a short period of time. The device was tested in the automated testing equipment system and no anomalies were found. The device met all test specifications.